Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer was unable to successfully load a cartridge and resume insulin therapy. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.